Manufacturer narrative:
As reported, optifix straight fixation device misfired and failed to fixate the mesh/tissue. The subject device has been returned for evaluation. Functional evaluation of the sample finds the device to function as intended, deployed remaining five fasteners with no issue and the reported event of the device misfired and failed to fixate could not be reproduced. Based on the sample evaluation and investigation performed, the reported event was could not be confirmed. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 495 units released for distribution in nov, 2022. The instructions-for-use (IFU) for the optifix straight device adequately describe the proper technique for fastener delivery and includes "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a laparoscopic inguinal hernia repair procedure, the surgeon tried to fixate a ventralight st mesh using a optifix straight fixation device. Approximately 3 fasteners released, fixated successfully; however, some fasteners did not fully fixate to the mesh/tissue, were removed. The procedure was completed using another device. There was no reported patient injury.